Event description:
It was reported that the patient was hospitalized at Torbay Hospital for severe hyperglycemia on (b)(6) 2026. The patient's blood glucose level reached 25 mmol/L (450 mg/dL) while wearing the Pod for between 25 and 36 hours. The Pod was removed at the hospital, and the cannula was found to have dislodged from the infusion site (arm) and was observed to be wet with insulin. Reported symptoms included vomiting, dehydration, decreased alertness, hyperglycemia, and elevated ketone levels of 6.1 mmol/L. The patient was diagnosed with diabetic ketoacidosis (DKA). Treatment during hospitalization included intravenous (IV) fluids and insulin. A new Pod was applied prior to discharge, and the patient was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: L2+Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.